Manufacturer narrative:
A follow-up report will be submitted upon receipt of additional info.

Event description:
It was reported that a pt underwent a revision lumbar laminotomy, diskectomy l5-s1 left fragment procedure on (B)(6) 2011. Later that evening, the pt was not experiencing any pain and proceeded to sit in the recliner in his hospital room. He sat down in the recliner and pulled the lever on the side of the chair to put it into the reclining position. Upon pulling the lever, it was alleged that the chair unexpectedly flew back into reclining position with significant force. It was alleged that the pt felt sudden onset of severe low back pain and left leg pain. On (B)(6) 2011 the pt underwent a revision lumbar diskectomy, l5-s1 left.